Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alarm went off while the patient was in the swimming pool. It was noted that the pumps of the pool were turned on when the alarm went off. The device remains in use. No patient complications have been reported as a result of this event.